Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced oversensing with an elevated sensing integrity counter (sic). The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.